Event description:
It was reported that customer experienced cgm error 42 while using g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, completed pump reset with guidance, and after reset cgm error did not recur and sensor session was successfully started.